Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient was not able to feel his right leg and was in pain. The device had not been turned on yet. The physician decided to revise the leads. Follow-up indicated that the patient is recovering and using the device to find effective pain relief.